Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a sleeve gastrectomy, when the battery was placed in the handle, all five light started blinking. Sales representative who was present tested the idrive handle and adapter with a egia60amt. The system articulated, rotated but did not fire. There was no delay, no injury and no adverse event reported.

Manufacturer narrative:
(B)(4). Device idrvultra1 has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and two photos opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The photos show a handle with solid blue lights. One photo displayed white lights, but the other one did not. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 50 autoclave cycles for the handle. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery was not returned, a pmv representative one was utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and displayed one blinking green light above the handle symbol, five blinking white firing progress indicator lights, and solid blue status indicator lights, indicating that the device had reached end of life. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested. The handle had reached 50 autoclave cycles which is when the device reaches its end of life. At this point, the device will no longer fire. A review of the handle and adapter device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.